Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was foreign material inside the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) process steps and it is unknown if there are deviations from instructions for use (IFU) as according to the customer, it was unknown if the air/water nozzle was flushed with detergent solution. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it is unknown if there were deviations from the cds process steps included in the IFU. Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented/detected by following the instructions included in: evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 - preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 - cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.